Manufacturer narrative:
No product is being returned for evaluation, but a lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. There is no report of serious injury or death associated with this event.

Event description:
Vats - "this device inserts the green ring to patient body. When they curling the white ring and find out the sheath is separated with green ring. Two of c8312 were used in two surgeries on same day. One of c8312 was abandoned by client." Type of intervention - na. Patient status - "fine".

Manufacturer narrative:
The event unit was not returned for evaluation. However, pictures of the unit were sent in by the customer. Upon evaluation, engineering confirmed the complainant's experience of a sheath tear within the ring-to-ring zone. Engineering's analysis has determined that it is likely the unit was punctured during the retraction. After the film was punctured, the tear propagated further. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.